Manufacturer narrative:
This is a final report. The returned xenon power supply had a blown fuse and a burnt capacitor, making it impossible to inspect the system. The xenon power supply and ignitor were sent to the supplier for failure analysis and investigation. The supplier determined that the input fuse was blown. The pfc stage was destroyed. A short circuit in the pfc mosfet is suspected. The cause is most likely a component failure due to degradation in an 11-year-old device. A review of the manufacturing and service records did not show anything that could explain the reported complaint. A review of the complaint statistics revealed no negative trend. The defective xenon power supply and igniter were replaced. Correction to sections b3 and g3: the information originally received regarding the date of event and awareness date was incorrect. We received corrected information stating that the date of event was december 17, 2024 (originally december 19, 2024) and the awareness date was december 18, 2024 (originally december 19, 2024).

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from belgium stating that something exploded inside the microscope and presumably main power supply is broken and the system is totally dead. There was no patient injury reported.